Event description:
The initial attorney report alleged pain, substantial medical treatment, scarring, disfigurement, permanent and severe injury after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004: pt underwent repair of a recurrent incisional hernia with a composix kugel. On (B)(6) 2007: office visit - pt doing well, incision is well healed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided, it is unk whether the device may have caused or contributed to the reported event. The attorney alleges several complications; however, the medical records are limited to the operative report from the time of implant and an office visit noting that the pt was healing well. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, it appears the mesh remains implanted. With the currently available information, no conclusion can be drawn.